Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Customer returned eleven (11) 31g x 8mm, 0.3ml bd insulin syringes from lot 8253780: one was loose, and ten were sealed in a polybag. Consumer reported some needles are bent, plungers are sticking, and the needle sharpness is not as good as usual. The sample that was returned loose was examined and was observed to have a disfigured stopper. The ten samples from the sealed polybag were examined, then tested for plunger rod movement: no issues were observed on these samples. All 11 returned samples were then tested for point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g cannula: 0.0100¿- 0.0105¿): data: point outer diameter (in.) Lube sample 1 good, 0.0103 good, sample 2 good, 0.0102 good, sample 3 good, 0.0104 good, sample 4 good 0.0103 good sample 5 good 0.0101 good, sample 6 good, 0.0104 good, sample 7 good, 0.0103 good, sample 8 good, 0.0104 good, sample 9 good, 0.0101 good, sample 10 good, 0.0101 good, sample 11 good, 0.0103 good. No issues involving bent cannula or needle point integrity were observed on the 11 returned samples, therefore, those issues (bent cannula, needle point integrity) could not be confirmed. The cause for the disfigured stopper likely occurred during the manufacturing process. A review of the device history record was completed for batch# 8253780. All inspections and challenges were performed per the applicable operations qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (stopper disfigured) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures (cannula bent, needle point integrity). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: silicone gun was out of adjustment. There were no quality notifications during the production of this batch that pertained to this defect. Maintenance dispatches were reviewed and nothing was found pertaining to this defect. A root cause cannot be determined. Rationale based on the investigation, no additional investigation and no CAPA is required.

Event description:
It was reported that during use of the syringe 1.0ml 30ga 8mm 7bag 420cas jp the plunger rod is sticking and needles are bent. This occurred on 15 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: we have some very poor-quality syringes which have been unable to be used. Some needles are bent, plungers are sticking, and the needle sharpness is not as good as usual. I though it was just the last batch that were difficult, but my nurse states that she has had ¿months¿ of issues and other nurses she knows are complaining the same. It is only recently that she has been putting faulty syringes on my desk out of frustration. Current lot 8253780, 10/2018, 09/2023. I have a packet ready to return to you for inspection as well as one loose (unused syringe) which is a good example of the problems. Out of the box of 100 syringes, approximately 10-15 are currently disposed of as they are faulty.